Event description:
Received cool sculpting at a dermatologist office on my chin. The tech had trouble placing the device and said there is not much to pull but forced my skin in. It was very painful. When done she massaged the area and I went home. I continued to massage it at home but it turned into a hard ball. I went for a follow up and after my own research asked if it was pah. They were not aware of what that was and called allergen. And filed a request with them. They said no. The practice refunded me all my money and dropped me from the practice. I've since have had my chin area grow and sag and I've maintained my weight. I've saw a surgeon who said now I have to have vaser lipo and a face lift because my skin has been stretched and possible the muscle split. That's well over (B)(6) of money, I don't have to have my face disfigured. This device needs to come off the market. They never told me about pah and didn't even know it existed till I told them about it. I don't think having learned what I know now that I was even a candidate for the procedure. (B)(6) dermatology. FDA safety report ID# (B)(4). FDA safety report ID# (B)(4).